Event description:
Caller indicated the glucocard expression meter was giving high readings and she is usually in the 100s so she planned to compare the meter with a friend's meter. Saturday morning, right before eating, she tested herself on her expression meter and got 483, within a couple minutes she tested with her friends meter and got 138. She felt her meter must be wrong because she noticed in the past 6 months she had been getting higher readings and now that she compared to the friends meter she believes her glucose is not as high as her meter reads. Concerned meter could have landed her in the hospital if she treated herself. She is washing hands and let's dry thoroughly she changes the lancet every time and keeps meter and strips in living room. She did a control solution test over the phone with me and she got 9h2 using the correct technique. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The customer returned the meter and two bottles of test strip lot tqs502e involved in the incident. The returned meter and bottle #1 gave high readings on blood and control solution confirming the complaint. The returned meter and bottle #2 were tested and performed to specification. Product was sent to the manufacturer for root cause analysis and results revealed the moisture content of desiccant in bottle #1 was 23% saturated causing the strip to read high. Suspecting the user did not store the strips properly. No CAPA required.